Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found a defective solenoid sol2 causing the pinch valve pv66 not to activate. He replaced the sol2 and the instrument ran without any error messages. The repairs were verified per established procedures. (B)(4).

Event description:
Customer reported an error condition of "low vacuum out of range" was generated when using the coulter lh 500 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.